Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned an autofill failure alarm had went off while the patient was on the toilet. The balloon was in axillary and the customer had troubleshot the alarm by pressing start multiple times. The customer mentioned the pump did not begin inflating until the patient repositioned and laid back in the bed which resolved the autofill failure alarm. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps. The customer was appreciative of the support and had no other questions.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm that had went off while the patient was on the toilet. Customer stated it was an axillary balloon that was placed on (B)(6) 2025. Axillary disclaimer stated. Customer had troubleshot the alarm by pressing start multiple times. Customer stated the pump did not begin inflating until the patient repositioned and laid back in the bed, which resolved the autofill failure alarm. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps. There was no patient harm or injury.